Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented for a scheduled followup and the device could not be interrogated, and there was no magnet response. At this time, the patient reported a shortness of breath over the last few months, and had a heart rate of 45 beats per minute. At the patient's previous device check approximately six months prior, the device indicated a battery status of "good." As the device was no longer pacing, the device was explanted and replaced. No further patient complications were reported as a result of this event.